Manufacturer narrative:
Submit date: 8/10/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a ted stocking. The customer reports bilateral varicose veins on pt's legs ruptured after use of ted stockings. The pt had previously been given therapeutic heparin for possible pe.